Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Abbott defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2, reference MFR. Report# 3006705815-2018-01330: the patient is implanted with two leads and the manufacturer is unable to determine which lead is liable. It was reported the patient had been receiving ineffective stimulation. A company representative attempted multiple times to troubleshoot the issue by re-programming but was unsuccessful. Surgical intervention may be pending to address this issue.

Event description:
Related manufacturer reference number: 3006705815-2018-01330, 1627487-2019-08693. Follow up information received that the patient underwent surgical intervention in which the system was explanted. The patient was implanted with a drg system. Effective therapy was restored.

Event description:
Related manufacturer reference number: 3006705815-2018-01330, 1627487-2019-08693.